Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer is calling complaining of high results high. Customer unknown the reason because is asymptomatic. A control test was performed, a result of 234mg/d within the expected range(182mg/dl-246mg/d)l. Customer states that obtained a 500mg/dl today fasting and later in the evening 354mg/dl, the customer went to the hospital for comparing results with hospital lab results, when a blood test was performed obtained a 224mg/dl. Customer tested for laboratory with results of 190mg/dl obtained. The customer was informed the meter is accurate within 20% lab results.